Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. The product was not returned; a physical investigation could not be performed. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine blood pump rotor pin sleeve was loose and caused damage on the blood pump tubing, resulting in blood and fluid loss during dialysis treatment mode. The bmt had no information on the status of the patient and also could not confirm the amount of blood loss or any machine alarms. The estimated blood loss was unknown. Additional information was requested but not received to date.

Event description:
A user facility biomedical technician (bmt) reported to technical support that a 2008t machine blood pump rotor pin sleeve was loose and caused damage on the blood pump tubing, resulting in blood and fluid loss during dialysis treatment mode. The bmt had no information on the status of the patient and also could not confirm the amount of blood loss or any machine alarms. The estimated blood loss was unknown. Additional information was requested but not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.